Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-3813, with lot crcc0g, conformed to the specifications when released to stock on the 14th april 2014. No root cause could be determined as the sample was not returned for investigation. If the sample is returned in the future, this complaint will be re-opened and the sample investigated. At the present time this complaint is considered closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is boy and (B)(6), weight is (B)(6). He had a skull malformation for (B)(6) about disease history. The patient did arachnoid cyst peritoneal shunt on (B)(6) 2017, the operation is smooth. After the operation, the patient had a slow wound healing. Seroma can be found near to the head incision. And on (B)(6) 2017, it found patient with abdominal bulge. According to patient's situation, another operation about ventriculo peritoneal shunt was done on (B)(6) 2017. Clear liquid flow from the remote drainage pump. Now the patient is in the hospital for observation.